Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-08-29 was attempted to be reviewed, however the logs contain a gap between (B)(6) 2024 through (B)(6) 2024. It appears that the "set date" menu was entered on (B)(6) 2024 and the month was moved back two months. Based on the data entries, on (B)(6) 2024 was reviewed with the assumption that this date was actually (B)(6) 2024. Data within this date appear to match the complaint description. No evidence of device malfunction was found in the engineering logs. Device data confirm hypoglycemia on the reported event date. The hypoglycemia occurred following a supply change, a usual for me dinner meal announcement, and then 5 hours of hyperglycemia. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was possibly caused by the user underestimating the carbohydrate content of their meal and choosing a meal size that was too small, resulting in increased correction insulin dosing in response to the post-prandial glucose excursion and increased risk of hypoglycemia. Having the high glucose alert turned off likely contributed to the severity of the event as the user was not able to address their high glucose level promptly, which would have reduced the risk of hypoglycemia. It is also possible that there was irregular absorption of the insulin that was dosed following their infusion set change just prior to the hyperglycemic period that led to their variable glucose levels.

Event description:
On 9/3/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 8/29/24. On (B)(6) 2024, the user woke up to find emts at their home after falling unconscious and having a seizure. The emts informed the user that their blood glucose was at 20 mg/dl and administered an IV of e10. After ensuring the user was stable, the emts left without transporting them to the hospital. The user confirmed that the ilet device provided alerts for low glucose levels and stated they are continuing to use the device.